Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed a particle in the bladder. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found floating in the balloon of a small volume intermate. This was observed after compounding with an unspecified amount of ceftriaxone. There was no patient involvement. No additional information is available.